Event description:
The instrument broke while removing from the patient, the end was left in the patient.

Manufacturer narrative:
Examination of the returned instrument by a depuy warsaw material research scientist confirmed the fracture. The fracture of the neuflex pip broach occurred at the root between the 3rd and 4th broach teeth. Fracture initiated from multiple locations on opposite sides due to fatigue occurring during reverse bending loads, and then fracture terminated in a mixed-mode overload event. No material defects were apparent on the fracture surface. The metal portion of the broach was consistent with the material and hardness requirements on the engineering drawing. A two-year search of the complaint database did not identify a trend. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. In addition, the vendor date code a0901 indicates the product was manufactured in september of 2001 and is 10 years old. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.